Event description:
A pt had been hospitalized during the early morning of 12/2005 due to an alleged unrequested bolus of insulin. It was reported that the pt's pump delivered 23.6 units. The pt states he did not program the 118 gram meal bolus that is alleged to have prompted the delivery. The device will be returned for eval.